Event description:
Per the clinic, the patient experienced an infection (specific date not reported) subsequently, the patient was treated with oral antibiotics (specific date and duration not reported).

Event description:
It was reported that the patient underwent skin revision surgery on (B)(6) 2023, under general anaesthetic. This report is submitted on june 23, 2023.

Event description:
Per the clinic, the patient experienced a skin breakdown at the magnet site, exposing the internal magnet and subsequently was treated with topical antibiotics (specific date and duration not reported).